Event description:
Legal counsel for the patient alleges that patient underwent an total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2011 due to alleged bodily injury. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening and metal wear between the head and stem. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and patient's blood test results, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00696 & 03234).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number/ manufacture date - unknown.

Event description:
Legal counsel for the patient alleges that patient underwent an m2a hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2011 due to alleged bodily injury. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.